Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 misfired clips. When applied to cystic duct and cystic artery it half worked. An endoloop was also applied to the cystic duct stump to ensure closure. The case was completed by using another er320 and an er420 instrument. There was an unknown extended operating room time.